Event description:
It was reported that during a pulsed field ablation procedure before ablating the right inferior pulmonary vein (ripv) with a very smally space, the catheter array "flipped" and inverted. It was noted that "the physician was able to get it back to the array form within the patient". The right inferior pulmonary vein (ripv) was not ablated due to no signals and persistent isolation. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012284755 was returned and analyzed. Visual inspection was performed and a kink on the shaft at 7.65 inch from the tip of the catheter was observed. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. It was received with a guide wire threaded through and extending beyond the tip of the catheter. The guide wire was inside the catheter and retracted easily during decontamination. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guide wire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Compatibility testing with a test sheath did not reveal any anomalies. Smooth insertion and retraction was observed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at both the distal end near the tip of the catheter and the proximal end inside the dual lumen. In conclusion, the inverted array issue was not confirmed through analysis and the loop catheter failed the returned product inspection due to shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.